Event description:
It was reported that during a tka surgery, the product narrow was used, and the insert 3-4 11mm could not be placed. The procedure finished with a smith and nephew backup device. No surgical delay reported. No patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that during a tka surgery, the product narrow was used, and the insert 3-4 11mm could not be placed. The procedure finished with a smith and nephew backup device. No surgical delay or patient harm reported. The affected genesis ii ps insert, used in treatment, was returned and evaluated. A visual inspection of the returned device shows damage on the lock detail probably from the attempted insertion. Dimensional analysis could not be performed as the damage/deformation on the part would not allow for accurate measurement. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to limited to surgical technique or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.